Event description:
The cin was contacted directly by the contact person. It was reported the devices were used during a tubal ligation. The customer called the cin, then sent correspondence stating"? Arcing during use of kleppinger forceps during tubal ligation. Small bowel burn according to md."

Manufacturer narrative:
Tracking #.46280. Device-b. Device not returned for analysis.